Manufacturer narrative:
The in-situ implant reached maximum extension after 1 years and 10 months in place. A new custom jts has been requested and implanted with no complications reported. The patient has reached the maximum length associated with the in-situ device, due to skeletal immaturity and continued growth. There is no failure of the in-situ implant; it functioned as intended. The complaint is being closed, and is being tracked and trended.

Event description:
Patient has outgrown her current distal femur non invasive grower (jts) and is needing to have a new one implanted.stanmore reference: (B)(4).

Manufacturer narrative:
The device history records have been reviewed and no non-conformances were identified. There is no reported failure of the device. The device has reached its maximum extension in a growing child. Thus the pending revision is being performed so that the device can be replaced to provide for additional lengthening of the implant. The investigation is ongoing and a supplemental report will be provided.

Event description:
Patient has outgrown her current distal femur non invasive grower (jts) and is needing to have a new one implanted. (B)(4).